Manufacturer narrative:
Follow up report 3 (additional information): this report is being submitted to update section b5, e4, h6 codes and h10 related report number. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reverted to safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. At this time, this device was already returned to boston scientific. Additional information form the patient was received that, prior to the replacement procedure, this device delivered eight shocks potentially inappropriately. No additional adverse patient effects were reported. Additional information provided by the patient indicated that shortness of breath was experienced after the implantation of the crt-d. At that time, the device could not be interrogated. In addition, the patient reported generalized weakness, muscle stimulation, palpitations, and pain. A few days later, the patient presented to the emergency room (ER), was admitted to the intensive care unit (ICU), and it was subsequently found that the device had reverted to safety mode. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reverted to safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. At this time, this device has not been returned to boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reverted to safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. At this time, this device was already returned to boston scientific. Additional information form the patient was received that, prior to the replacement procedure, this device delivered eight shocks potentially inappropriately. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reverted to safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. At this time, this device was already returned to boston scientific, but further analysis has not yet been completed. Additional information form the patient was received that, prior to the replacement procedure, this device delivered eight shocks potentially inappropriately. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.